Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode. The secondary sense vector with non-physiological noise. The clinician suspects lead fracture and wanted further evaluation. Boston scientific technical services recommended additional troubleshooting such as performing x-ray imaging to compare implant versus current system location, testing to reproduce similar noise issue, and perform manipulations and massage the pocket area. The patient was seen in-clinic and troubleshooting was performed. The testing could not induce any noise in the primary sense vector however the mechanical noise was evident in both secondary and alternate sense vectors. The device was programmed primary sense vector and increased the shock zone to 240. The patent is aware that the distal electrode is currently around the sternal notch. No x-rays were provided for review but was requested. The plan is to have the patient return for an electrode replacement. No adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode. The secondary sense vector with non-physiological noise. The clinician suspects lead fracture and wanted further evaluation. Boston scientific technical services recommended additional troubleshooting such as performing x-ray imaging to compare implant versus current system location, testing to reproduce similar noise issue, and perform manipulations and massage the pocket area. The patient was seen in-clinic and troubleshooting was performed. The testing could not induce any noise in the primary sense vector however the mechanical noise was evident in both secondary and alternate sense vectors. The device was programmed primary sense vector and increased the shock zone to 240. The patent is aware that the distal electrode is currently around the sternal notch. No x-rays were provided for review but was requested. The plan is to have the patient return for an electrode replacement. No adverse patient effects were reported. The electrode remains in-service. As of today, the revision has yet to be schedule, if the electrode is replaced in the future, an updated report will be provided.